Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation: uterus'), abortion spontaneous ('stillbirth/miscarriage'), pregnancy with contraceptive device ('pregnancy with essure') and blood loss anaemia ('anemia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract infection ("uti"), fatigue ("fatigue") and weight fluctuation ("weight gain/ weight loss"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, abortion spontaneous, pregnancy with contraceptive device and urinary tract infection outcome was unknown and the blood loss anaemia, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, fatigue, hormone level abnormal and weight fluctuation had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, blood loss anaemia, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine perforation and weight fluctuation to be related to essure (ess205). The reporter commented: essure insertion date provided in summon - (B)(6) 2006 patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, uti, migration/ perforation: uterus quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Previously reported event "injury" was replaced with "migration/ perforation: uterus", events- "stillbirth/miscarriage, pregnancy with essure, device ineffective, pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), anemia, uti, fatigue, hormonal changes, weight gain, weight loss" added. On 10-sep-2019: follow-up 4 and 5 processed together, summon received- reporter information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.